Manufacturer narrative:
(B)(4)

Event description:
It was reported that over the past six months, increase in pacing lead impedance with increase in threshold and decrease in sensing was observed. Lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient. Patient¿s condition was stable.